Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis cylinders and pump was replaced as the pump was riding high make it uncomfortable for the patient to use the device. No additional patient complications were reported.